Event description:
A malfunction was reported by the caller, indicated by the malfunction code 199 in the tandem source, which suggested an issue with the pump. There was no adverse impact on the customer¿s blood glucose level, with values not exceeding 500 mg/dl. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again.